Event description:
New information received that the event occurred during vein harvesting, and other event details are unknown.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 16, 2021. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report) . H2 (follow-up due to correction and additional information) . H6 (identification of evaluation codes 4648, 4580, 11, 3331, 4114, 3221, 19). Health effect - impact code: 4648 - insufficient information. Health effect - clinical code: 4580 - insufficient information. Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 19 - cause traced to user. The affected sample was not returned; therefore, a thorough investigation could note be conducted. Based on review of past complaints, the cracked/fractured distal end of the v-cutter most likely resulted from excessive force applied to the distal end of the v-cutter during the procedure. A representative retention sample was inspected to show no anomalies with the device and a fully intact v-cutter. During the manufacturing process, all vsp550 are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, there was an out of box failure where in the unit has too much energy then it fried. No patient involvement.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4). Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.